Event description:
Customer sent a letter to adc requesting replacement of test strips that she had been using with her omnipod insulin pump which are involved in the recent recall. Customer was contacted in follow-up and it was reported that customer went to her healthcare provider after receiving laboratory results that indicated her hgba1c was high compared with what she had been seeing with her testing, noting "it is not matching up". She further reported that due to this she was put on another unspecified medication. No further information was provided as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The unspecified freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; hence the date of manufacture is unknown. The date listed, is the date when abbott diabetes care became aware of the event. The actual date when the medical event occurred is unknown. The date entered, is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.